Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to endoscopic visualization of 4 device beads eroded into the esophageal lumen and subsequent endoscopic explant of the linx device. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure and linx device implantation occurred without issue (B)(6) 2015. -patient experienced odynophagia after implant which resolved with mylanta and prilosec by (B)(6) 2015. -problem recurred and a dilation was performed on (B)(6) 2015; symptoms resolved by (B)(6) 2015. -patient began experiencing epigastric pain, dysphagia, and odynophagia on (B)(6) 2017. -4 device beads were observed endoscopically on (B)(6) 2017 in the posterior side of the esophageal lumen. -the linx device was laparoscopically removed in its entirety; at the time of removal, approximately 20% of the patient's stomach was found in the chest. A hernia was also repaired at the time of explant. -patient was reported as having symptoms resolved after the procedure.